Manufacturer narrative:
Per tandem's user guide: the transmitter battery will last at least 90 days. Once you see the low transmitter battery alert, replace the transmitter as soon as possible. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a failed transmitter error. Reportedly, the transmitter had been in use more than 3 months. No additional patient or event information was available. A root cause could not be determined. Tandem customer technical support instructed customer to use a new transmitter.